Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Functional testing and visual inspection performed. Downstream occlusion (dso) seal was bubbled, and tear was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream occlusion bubble and had a hole on the side. The event occurred during testing. There was no delay in therapy. There was no physical damage, and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.